Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) display screen would not come on. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The srt determined that the ccm display was the root cause of the issue and not replaceable as it was beyond economical repair. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.